Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided.

Event description:
Doctor reported that after 11 years implant at tooth site 46 presents a fracture due to wear or exhaustion of the first two threads of the implant. The rest of the implant stays in the jaw, perfectly integrated, waiting till he decides to remove it.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d4: expiration date and d4: UDI unknown. D9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. An osseotite® implant 4 x 11.5mm (oss411) and an unknown biomet abutment were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage and implant fractured at the threads and the abutment fractured at the top. No pre-existing conditions were noted on the per. The reported device was located on tooth 46 and was used for approximately 13 years. X-ray image provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Information identified: 'warnings' 'precaution' '"potential adverse events'. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019 information identified: 'warnings' 'precautions' 'potential adverse events' DHR review: DHR review was completed for the subject lot number (819907). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: complaint history review was performed for the reported lot number (819907) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for unknown biomet abutment. Review completed utilizing keywords: fracture implant and fracture. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.